Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection and functional testing was performed. The customer reported complaint could not be confirmed during functional testing. The visual inspection could confirm that the downstream occlusion seal was damaged, and the odometer had exceeded the revolution limit. Downstream occlusion seal, motor and keyboard membrane were replaced.

Event description:
It was reported that the device was failing delivery accuracy test. Over by 8% on the first test, and over 6.5% on the second test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.